Event description:
(B)(4). The provider states the unit has the red service light comes on after running for 30 seconds, alarming and shuts down. The provider states there are 518 hours on the unit. No additional information available 7857hf 7857hf.